Event description:
The pt arrived at the infusion room with chemotherapy leaking onto her arm. The pt was sent home with a seven day continuous infusion last week. Today is the seventh day, and she noted that the leak started this morning. The set was leaking from the apex area.

Manufacturer narrative:
The device has not been returned to the MFR at this time for evaluation. A chr review is not possible, as no mfg lot # has been provided by the complainant.